Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the hcp thought there may be a catheter issue. They were going to access the catheter access port (cap) to try and aspirate and decide if anything else needed to be done. The factors that may have led or contributed to the issue were reported as "not applicable (na)". The diagnostics/troubleshooting performed for this issue were reported as "not applicable (na)". At the time of this report, the issue was not resolved and the patient status was alive-no injury. There was no surgical intervention and it was unknown if it was planned. No patient symptoms were reported. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the rep had no further information other than they were going to try and aspirate the catheter through the access port on "thursday 10-2" and would determine what to do moving forward after that. No further complications were reported.

Manufacturer narrative:
Code (B)(4) no longer applies. No further regulatory reports will be submitted pertaining to this event as it was determined to be not reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). No catheter issue was found and it was unknown at the time of the issues had been resolved.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 1000 mcg/ml concentration at 477.6 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient was not getting as much relief as they used to and they were more spastic. Rep stated that they had been increasing the daily dose but that had not been helping as much. It was stated that they would be performing a catheter dye study on (B)(6) 2017. Rep would like to know how much medication that the patient would receive if the hcp decided to push the drug similar to a bolus if they were not able to aspirate. Technical service specialist (tss) reviewed that it was not recommended to push the medication. Rep stated she did not think that the hcp would do that but wanted to prepare in case they were not able to aspirate. Catheter volume was reported to be 0.228 ml. No further complications were reported.